Manufacturer narrative:
Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that cardiopulmonary resuscitation (CPR) was performed prior to the patient's death. Per the physician, the dcs did not cause or contribute to the effusion or death. Additionally, the non-medtronic stents were positioned in the coronary arteries prior to valve deployment. The valve was deployed to 80%, and then the stents were implanted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-23, serial/lot #: (B)(6), ubd: 01-aug-2026, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon in an attempt to "frack" the previously implanted surgical aortic valve. During the procedure, pericardial effusion was observed, and the cause was unknown. The valve was successfully implanted, however, the patient became hypotensive and could not be resuscitated. It was noted that the patient had a posterior effusion which was determined to be too high risk to treat due to the patient's frailty and previous re-do sternotomy. Subsequently, the patient died. Per the physician, pericardial effusion was the cause of death. It was noted that the patient was deemed high risk for coronary occlusion; therefore, leaflet modification was attempted pre-operatively but unsuccessful. In result, coronary stents were placed in the patients left coronary artery (lca) and right coronary artery (rca), which were reported as contributing factors to the event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.